Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement and a "suspected problem with the screw of the lead".